Manufacturer narrative:
The device was returned to olympus for evaluation where service confirmed the customer's complaint. During the incoming inspection it was found that the connections were wrong with the flat cable between two circuit boards. The connector wasn't locked therefore the device did not recognize camera heads and displayed an error message. The inspection procedure of checking fan speed failed. This fault was caused by power supply unit. For correct function of device, the power supply has to be replaced and the flat cable has to be inserted accordingly into connector. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the device did not recognize the camera heads and displays an e226 error. It is unknown when the problem was identified. There was no harm or user injury reported due to the event.